Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty arthroplasty surgical using the robotic arm interactive orthopedic system (rio). Prior to the case, the burr motor did not turn on. The backup burr motor was also unavailable during the same case. The procedure was successfully completed with a third burr motor and there was no harm to the patient.

Manufacturer narrative:
Based on results of investigation. Reported event: document reported event from the individual complaint. Method & results: device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was not confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: a review of the catsweb and trackwise complaint databases revealed that there have been no other events for the referenced serial number. Conclusions: the exact cause of the event was not confirmed.

Event description:
The surgeon was performing a makoplasty arthroplasty surgical using the robotic arm interactive orthopedic system (rio). Prior to the case, the burr motor did not turn on. The backup burr motor was also unavailable during the same case. The procedure was successfully completed with a third burr motor and there was no harm to the patient.